Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips the device had multiple defibrillation failures. There was no patient involvement.. The device was evaluated by the philips repair bench. The repair bench confirmed the issue and isolated the issue to the external paddle set, therapy capacitor, therapy knob, and therapy switch. The customer later declined not to have the device repaired. The customer requested that the repair bench return the device back to the customer unrepaired. The device was returned to the customer. As multiple components were ordered in the process of repairing the device, a definitive cause for the failure could not be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's defibrillator failed. There was no reported patient involvement.